Event description:
Information received indicates that at the end of the case the metal tip (distal coil) detached from the unit and was difficult to locate during a robotic procedure. Patient was returned to bypass and the component was retrieved with no additional consequence reported for the patient.